Event description:
Customer reported that the pump infused too quickly.

Manufacturer narrative:
Unit has been evaluated by repair technician and determined that the pump has sustained an impact as well as internal damage. This impact damaged the pump body assembly. Impacts have been known to cause internal damage. It was observed that the pressure plate screws had backed out. This damage may have caused the pump to over infuse. Sigma has issued a technical service bulletin to all user facilities on 09/15/2008 to notify the customer of the issues, and we have advised them as stated in the pumps operator's manual: "dropped/damaged pumps and pumps with unusual displays must be checked by service personnel before being placed back in use. Otherwise, serious pt injury may result". The pump should have been removed from service and evaluated for the damage from the impact before further use. The tsb that sigma issued gave instructions for users on proper loading techniques to prevent free flow conditions. These instructions included that the user verify that the tubing channel was not obstructed and that after loading that they verify the drop rate in the drip chamber. If there were any discrepancies noted, they should remove the pump from service and annual preventative maintenance should be performed to evaluate the pumps performance.